Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter became dislodged from the clip and subsequently dislodged from the patient. The clinicians are recommending that the catheter be sutured to the patient, not the clip.

Manufacturer narrative:
(B)(4) additional information has been received and this report is reclassified as a death. Updated patient details has also been added to this report.

Event description:
It was reported the catheter became dislodged from the clip and subsequently dislodged from the patient. As the patient was being turned, the central line was pulled out. It was a rt ij line. The procedure took place in the surgical intensive care unit. A new device was inserted. Patient became hypotensive and needed chest compressions. The patient expired the following day. The clinicians are recommending that the catheter be sutured to the patient, not the clip.